Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). Patient stated that stimulation stays on for 5 minutes and then turns itself off. Technical services(ts) tried to clarify, but the call got disconnected. Ts tried to call back, 2 times, but got un-setup voicemail. Patient called back in stating that the stimulation is turning off automatically and it started yesterday. Patient confirmed battery levels, controller at 100% and ins at 90%. Agent had patient redirected to their managing health care provider (hcp) for further assistance.